Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer conducting a correlation study between fingerstick and venous draw for I-stat crea cartridge, and the results are not correlating. Actual results have not been received and based on the information at this time there is no known cause.

Manufacturer narrative:
(B)(4).